Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the "values were difficult." It was also reported that in three different placement positions the r waves were low. Two days post implant the r waves were found to be low, but stable. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.